Event description:
During an atrial fibrillation ablation procedure using a viewflex xtra ice catheter, the tip of the catheter was fractured. The viewflex xtra ice catheter was being advanced up the inferior vena cava (ivc) when the catheter sub-selected a vessel branch to the liver and resistance was met. The catheter had buckled slightly but was pulled back into the ivc and advanced into the heart. At the conclusion of the procedure, the catheter was removed and inspected, revealing a fracture on the tip of the catheter. There were no image performance issues during the procedure, which was completed successfully with no adverse consequences to the pt.